Manufacturer narrative:
The returned prosthesis valve was received in generally good condition. It was stored in a liquid darker than normal. There was evidence suggestive of clamping near one post.

Event description:
A percival valve was implanted on (B)(6) 2018. The 12 hours post-operatively, migration of the perceval valve into the left common trunk, and obstruction of the left coronary with thrombus was identified. The valve was explanted.

Event description:
A perceval valve was implanted on (B)(6) 2018. It was reported that 12 hours post-operatively, the perceval migrated into the left common trunk, which resulted in thrombosis and cardiac arrest. The valve was explanted. Patient recovered haemodynamically following cardiopulmonary resuscitation. It was reported that there no valve stent rupture was identified on coronary angiography.

Manufacturer narrative:
A complete manufacturing and material records review for the nitinol component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Visual inspection of the returned device revealed no elements of non-conformity. Dimensional analysis confirmed the correct dimensions of the returned device. A collapsing simulation was performed using the returned device and a demonstration accessory kit. No problems were encountered with positioning the valve. Slight difficulty was encountered during the collapsing phase, as some elements of the metallic crown were found to be overlapped. However, it was possible to correctly capture the metallic stent with the dual holder sheath. It is not possible to determine whether the overlapping of the stent was attributable to a pre-existing defect, or to structural alteration occurring during the explant procedure. However, a warning in the perceval IFU states "warning: check that the struts are evenly collapsed and their elements are not overlapped." A simulation of valve deployment was performed in a silicon aortic root. No problems were encountered during the deployment or ballooning phases. Sealing at the annulus level was confirmed. A leak test confirmed the absence of paravalvular leak. The valve remained fixed in the annulus without anomaly. Based on the investigations performed, the problem cannot be explained by any factor intrinsic to the involved device. Based on the information provided, the perceval valve, size 23, was explanted and replaced with a 19 mm trifecta valve. Given the relative dimensions of these devices, the event may be attributable to mis-sizing.